Manufacturer narrative:
The customer reported that the analyzer became "extremely hot to the touch". The customer stated that after replacing the batteries they have not had any issues. There were no allegations of patient/user harm. There were no allegations of incorrect results. This report is being provided based on the product correction response form submitted by the customer on 1/8/2020 as part of (B)(4). Customer was contacted for further detail, there was no allegation of injuries.

Event description:
The customer reported that the analyzer became "extremely hot to the touch". The customer stated that after replacing the batteries they have not had any issues. There were no allegations of patient/user harm. There were no allegations of incorrect results.